Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that the screen of the customer's insulin pump had a crack on it. Her blood glucose level was unknown at the time of reporting, but was described as normal. She was advised to revert to a backup plan. The insulin pump was returned. No additional information was reported.